Manufacturer narrative:
A field service engineer (fse) was not dispatched. Technical support sending tosoh pth control. Customer to establish own range. No further action required by fse the probable cause of the event was control recovery: lot to lot variation. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported high pth control recovery with their aia-900 analyzer.a field service engineer (fse) was not dispatched to address the reported event. It resulted in delay in reporting of patient results for pth patient sample .there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.